Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, however a photo was provided for analysis. The photo showed a damaged tip of the connection port. The cause of the condition could not be determined based on the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection port of the flogard IV solutions administration set was found to be broken. The damage was observed during priming. There was no patient involvement. Additional information was requested and is not available.